Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device fails self-test. There was no negative patient impact.

Manufacturer narrative:
(B)(4).